Event description:
It was reported that the core universal driver heated up during testing before a procedure. There was no patient involvement or adverse consequences reported with this event. It was also reported that the device changed speeds without user activation.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the potted trigger and the rotor assembly. A broken socket screw and damage to the bearings, motor housing and gear train were also found.